Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4 (UDI #), g3, g6, h2, h3, h6, h11. Corrected: d4 (expiration date), no expiration date is noted. Complaint can be confirmed through the returned product analysis. The strike plate is fractured from the handle body within the welded region. Visual examination of the returned product identified the t-handle component was not returned with the device. The strike plate is fractured from the handle body within the welded region. There are indentation marks on both sides of the strike plate. There are indentations and scratches present along the handle body and broach connection end. No other damage was noted during visual evaluation. This device has an approximate field age of 8.5 years. Optical images of the device fracture surfaces exhibit river lines and hinge artifacts, suggesting that the device possibly fractured due to bending overload. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the while impacting the broach with the broach handle attached the impactor plate broke off the end. There were two (2) broach handles in the set, so the case was proceeded with the one handle to complete the case without delay or impact on the patient.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.